Event description:
The hcp reported a patient death, unrelated to the implanted pump system. The patient had metastatic sarcoma with metastases to the liver which had caused obstructive jaundice. The pump was used to deliver hydromorphone, clonidine, and bupivacaine.